Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone. The customer reviewed patient data and observed high results always occurred on the same cuvette #81. The customer inspected the cuvette and found a slight scratch on cuvette. The customer replaced cuvette#81 to resolve the issue. No further issues noted after part replacement. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erroneously high patient results for multiple assays which includes blood urea nitrogen (bun), cholesterol (chol) and glucose (glu). The customer provided patient results for chol. The customer indicated the high patient results were not consistent with patients' history. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.